Event description:
Post cessation of a distribution agreement with a third party distributor, bare metal stents (bms) and drug eluting stents (des) units were returned from the distributor to medtronic. Subsequent processes within medtronic detected issues with the product carton material and carton label content, suggesting that in some instances, replacement of the product carton material and carton labels had been carried out by the third party distributor. There are no units impacted in the us market. For this event, it was reported that five bare metal stent devices were incorrectly packaged and incorrectly labelled as drug eluting stents. One device (lot #: 0007288265) was implanted in a patient. No injury was sustained. It is reported that there is potentially an increased risk of restenosis and potential need for further revascularisation. The patient will be monitored as an out-patient. The other four devices (lot #'s:0007280076 x 3, 0007266091 x 1) were removed from the market.

Manufacturer narrative:
It has been clarified that, following a customer communication for fa717, the hospital incorrectly assumed, from the verbal communication, that all stents in affected lots were bare metal stents inside the drug eluting stent outer carton. Medtronic personnel visited the hospital and confirmed that the affected device used in the patient was a drug eluting stent. The inner pouch sticker which was in the patient¿s hospital notes was reviewed and it clearly showed the affected lot number, and that it was a resolute integrity with rx on the label. The hospital staff, the physician and the patient were present. All were happy that the inner pouch sticker, when compared to a non-affected batch inner pouch sticker, were the same, and there was no indication that it was a bare metal stent that was implanted. Device evaluation: visual inspection of the shelf carton and pouch labeling confirm that the product is a resolute integrity product batch # 0007280076. There is no product mix up issues with the product.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.